Event description:
A customer observed biased qc results for phyt. This event is consistent with a malfunction that may result in inappropriate physician action. There was no report of patient harm as a result of this event.